Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experience peritonitis while hospitalized for myocardial infarction. On an unreported date in the same month, the patient started treatment with amoxicillin (dose, frequency, and route unknown) for peritonitis up to unreported date in the following month. The cause of the peritonitis was unknown. On an unreported date, the patient was discharged from the hospital to a rehabilitation facility for treatment of the peritonitis. Within the same month as the start of rehabilitation, the patient was discharged from the rehabilitation facility and returned home. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2013. A review of all batch record documents was performed for potentially associated lot numbers h13b22021, h13c27044, h13f05068, and h13g31047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.